Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The advanced breathing system was cleaned and reassembled to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction during pre-use checkout causing a loss of manual ventilation due to a large leak. There was no patient involvement.

Event description:
The hospital reported a malfunction during pre-use checkout causing a loss of manual ventilation due to a large leak. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The advanced breathing system was cleaned and reassembled to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).